Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Multiple request for return of device have been made but no device has been returned.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good condition. A leak test was performed and the device was noted to leak with the test probe inserted through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during an unknown procedure, there was sleeve leakage from the beginning. Another like device was used to complete the procedure. There were no adverse consequences for the patient.